Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angioplasty, a flexor high-flex ansel guiding sheath's shaft unraveled. Access was obtained via the common femoral artery to target the calcified mid superficial femoral artery (sfa). Another manufacturer's catheter was used during the procedure. Upon removal from the patient, resistance was encountered and the complaint device "caught on some calcium" and unraveled. The dilator was not in place when the device unraveled. The user did not have trouble removing the device from the patient manually. The procedure had successfully been completed with the complaint device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.